Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and fault ID 0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, provided instructions for placing pump in storage mode, and instructed customer to return malfunctioning pump within 10 days and to program settings and reconnect continuous glucose monitor on replacement device.